Manufacturer narrative:
One device was returned for analysis of fast priming and heating. No service history was found within last twelve months. Review of event log found no relevant errors. Visual and functional testing was performed. Performed an occlusion test on two different testing stations. Device shows no indication of fast priming and didn¿t heat up during either test. Device functions as intended. Unable to identify probable cause or replicate customer complaint.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device goes fast and gets hot on prime. There was no patient involvement.